Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a cleft lip and palate surgery procedure on (B)(6) 2020 and suture was used. During the surgery, the suture was detached from the needle. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/16/2020. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: it was reported performance pull off - suture needle. Three pictures were provided for analysis. Upon visual inspection of the pictures, the following was observed: the first picture shows a open box of product code w9561, lot pm5591. An folder packet was noted in the second picture. In the third picture was observed a detached needle and a suture; however, no conclusion could be reach as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. It was received for analysis an opened folder with a detached needle and a suture piece of product code w9561, lot pm5591. The product code is double armed during the visual inspection of the detached needle, the swage and attachment area were noted to be as expected; however, no suture remnant at the barrel of the hole were observed.the other needle was not received for evaluation. In addition, the suture piece was examined, and the impression of the swage area was not observed due to the ends were cut appears to by use of a surgical instrument. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, it could not be determined what may have caused the reported incident.